Event description:
I use dexcom g7 cgm. I have inserted 3 new sensors in the past 24 hours from the same lot number. All of them gave me a "sensor failure" error within 5 min. Of insertion. When I removed the sensor devices, all three were missing the wire which is supposed to go under the skin to provide blood sugar readings. I called dexcom three times to report the problem. Each rep. Followed the same script and none of them cared that there is a problem with lot # 1824315003 devices. I am out of new sensors and each rep. Said it would take 5-7 business days to replace the sensors. In the meantime, I am out of luck. I will call my dr. On monday, but you would think the company would be concerned that they have defective products. The first 2 reps. Did not want me to send the defective sensors back to them, when I asked the 3rd rep. She did say she would send me an envelope. I would think that if there were a technical problem with cgm devices, dexcom would want to investigate the problem. Reference reports mw5169706, mw5169707.